Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope's image had blackout. The issue occurred during a therapeutic bronchoscopy and argon plasma coagulation procedure. The patient was under sedation with midazolam and propofol. The procedure was completed using the same set of equipment successfully. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d4: (primary unique device identification number). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely, that a high frequency cauterization apparatus was operated. Which, caused electrical current leakage from the endo therapy accessories to the video processor via plug unit. Additionally, the electrical terminal at plug unit boards in scope connector had trace of water immersion. The instructions for use states, the troubleshooting method associated with the event in operation manual chapter 5: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3: ¿preparation and inspection¿: do not use the endoscope and solve the problem as described in section 5.2; ¿troubleshooting guide¿. If the problem still cannot be resolved, the endoscope should be sent to olympus for repair as described in section 5.4; ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3; ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.